Event description:
Baby awake, moving around, started having desaturations. Respiratory therapist (rt) and rn at bedside with baby. Looked for nasal mask after observing it had randomly detached. Within 10 seconds of looking around the bed rn visualized the mask in baby's mouth and baby was choking on it. Rn finger swept it out reattached and reapplied continuous positive airway pressure therapy (CPAP) and baby stabilized.